Manufacturer narrative:
(B)(4).

Event description:
On 03 october 2019, information was received via us mail referencing blog site comments and complaints dated from 2008 to 2019. No contact information is available for the individual respondents posting the blog comments. On (B)(6) 2008, a blog respondent posted, ¿I am currently recovering from a corneal ulcer and noninfectious keratitis due to contact lens wear (acuvue oasys)¿ and ¿I'm going to see an ophthalmologist soon and am hoping to get my vision back to normal.¿ the lot number of the product discussed is not available. No additional information is available. This event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment. If any further relevant information is received, a supplemental report will be filed.